Event description:
The patient was desaturating while on ventilator and required manual ventilation. An ambu bag was connected toa flowmeter on the bed. Medical personnel visualized flowmeter and identified a flow of 5 liters per minute via the ball height in the flowmeter. After bagging the patient for approximately one minute without increasing oxygen saturation, it was identified that there ws no flow of 02 to the bag. The flowmeter was stuck at the 5 liters per minute mark. Oxygen tubing was attached to another flowmeter. Oxygen tubing was attached to another flowmeter. The patient required manual vent for approximately five minutesinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided. The device was not destroyed/disposed of.